Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were in range and the analyzer performance was within specification. A possible root cause may be related to pre-analytics.

Event description:
The customer reported erroneous results for 1 patient sample tested for creatinine plus ver.2 (crep2). The initial crep2 result was 252.8 umol/l. This result was reported outside of the laboratory. The patient was told he had acute renal failure and was sent for a re-test. The sample was repeated on (B)(6) 2015 and the crep2 results were 106.1 umol/l and 105.1 umol/l. No adverse event was reported. The crep2 reagent lot number was 608204. The expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).